Event description:
Customer's daughter reported blood glucose results of 140 mg/dl, 111 mg/dl, and 73 mg/dl within 10 minutes on the advantage system, customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.